Event description:
It was reported that the user experienced a low blood glucose event after announcing a dinner meal on the ilet following a period of not announcing meals, with contributing factors including maladaptation of meal announcements and use of usual meal selections while the overall intake of carbohydrates had decreased. Symptoms included tiredness associated with hypoglycemia which resulted in a blood glucose reading of 40mg/dl. Outcomes included device alerts for urgent low blood glucose and self-treatment with oral glucose, with recovery to a capillary blood glucose of 90 mg/dl; there was no hospitalization. Customer care provided troubleshooting and patient education on proper meal announcements and guidance to consult a healthcare professional or trainer regarding a possible device reset. Investigation of this case revealed that the device functioned as designed and that the event was related to user-dependent meal announcement practices leading to an excessive meal bolus relative to current intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement resulting in hypoglycemia.